Manufacturer narrative:
One open and used enlite sensor was tested and it failed specifications due high readings. The needle wasn't returned and no confirm insertions needle. The cannula on the sensor was noted bent, it is unknown if the customer received the sensor in said condition as the device was returned open and used.

Event description:
The customer reported via phone call, he was having issues with the sensor. In the morning when he called customer just stated discrepancies in the sensor reading, troubleshooting was performed. Customer called later in the evening and stated he was having issues with the insulin pump shutting down all the time when it shouldn't be. Customer stated his blood glucose reading was 193 mg/dl and the sensor reading was 85 mg/dl. Customer stated the event had been reoccurring since the morning. Sensor reading was 68 mg/dl and blood glucose was at 119 mg/dl. Troubleshooting was performed again. Customer states he insert the sensor standing up and in the stomach area. Customer calibrates more than three times and does it at times his blood glucose isn't stable, such as blood glucose was 53 mg/dl. Customer was advised how to properly calibrate the device. The customer agreed to return the sensor for analysis.